Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a broken occluder feet on the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed; leak and clamp function testing identified a leak with the twist clamp closed. The reported condition was verified. The cause of the condition could not be determined; however, exposure to chemical agents such as hydrogen peroxide, alcohol or bleach as listed on product packaging can damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿fluid leak with clamps closed¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was in use for five (5) days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.